Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis and high blood glucose levels. Customer's blood glucose level was 833 mg/dl. Customer was not getting insulin and customer went into diabetic ketoacidosis 3 times since she's been in the hospital. Customer was treated for high blood glucose levels with IV fluids and an insulin drip. Customer had constant vomiting and excessive thirst. Customer removed the set from the body and ran a manual prime. Insulin did exit the tubing. Pump passed the priming and high pressure tests. Customer stated that the cannula is not bent. It was explained that the high blood glucose levels are often caused by site/set issues. No additional information provided.